Event description:
It was reported that the guidewire was stuck in the jetstream. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure. During the procedure, the jetstream was unable to removed from the thruway guidewire. The thruway was stuck in the catheter. Therefore, the catheter and guidewire had to be removed together despite the physician wanting to leave the guidewire in place. No patient complications were reported.